Event description:
It was reported by the rep that the one lcsc5 and the one hp053 were used during a lap oophorectomy procedure. It was reported that the surgeon was having problems with the lcsc5 locking up and flat toning. The lockup happened intermittently but there was no harm to the pt. The case was finished with the same instruments. The devices will be returned for diagnosis of the problem.